Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux en y, the device had a damaged seal. As the surgeon placed a 5mm trocar and attempted to put a 5mm grasper down the trocar it would not even go down the trocar. It was too tight to fit any 5mm device. They opened a new trocar to complete the case. There was no patient injury.